Event description:
Healthcare professional reported via national breast implant registry (nbir) left side reoperation reasons noted as the following event(s): suspected/actual rupture/deflation, change shape/size/style, ptosis. Device status unknown.

Manufacturer narrative:
Reason for reoperation: rupture/deflation. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable.